Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device revealed that the delivery wire was kinked, and the main coil was kinked and stretched most likely due to handling damage. The coil was noted to be stretched but not broken. Friction was encountered while advancing the coil through the introducer sheath. Based on analysis of the device, the reported main coil break was not confirmed. Therefore, an assignable cause of "unable to confirm the complaint" has been assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when opening the package, the subject coil was stretched and broken. The procedure was completed successfully. There was no patient involvement.

Manufacturer narrative:
(B)(6). Subject device is not available.

Event description:
It was reported that when opening the package, the subject coil was stretched and broken. The procedure was completed successfully. There was no patient involvement.